Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Non-sustained rv oversensing was observed. Review of the episode showed myopotential oversensing. Programming changes were made, and the myopotential oversensing was not reproduced with further testing.

Manufacturer narrative:
(B)(4).